Event description:
It was reported the electrodes at the distal end of two multivac 50 xl wands detached intra-operative. The physician was able to complete the hip arthroscopy; however, the details regarding the products and/or techniques used were not available. It is unclear whether or not the physician was able to retrieve the detached electrodes. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Reference MFR reports: 9019871-2012-00208.